Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine device change out procedure, the right atrial lead exhibited high impedance and noise. The lead remained implanted. No patient symptoms were reported.